Manufacturer narrative:
The suspect device was not returned for investigation. However, vyaire medical field service representative(fsr) evaluated the device onsite,performed a unit complete calibration test and all passed. The device is operational according to manufacturer specifications. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us set at 100% fio2 but was only delivering 70% while on a patient. Furthermore, the patient started to partially desaturated and eventually patient was reported no harm.

Manufacturer narrative:
Device evaluation update: results of investigation: the suspect device was not returned for investigation but a vyaire field service representative(fsr) evaluated the device onsite. Vyaire medical determined root cause as due to niv with 100% o2 setting caused >110 lpm o2 flow demand. The o2 gas path is only able to deliver up to 110 lpm of flow through the o2 gas path as per its design. This has led to the designed / intended system reaction that the vent has added blower air to keep-up the ventilation performance at the expense of a reduced fio2. In such cases, the software is triggering alarm 272 - "o2 supply insufficient".